Manufacturer narrative:
Batch review performed on 25 nov 2024 lot 2342006: (B)(4) items manufactured and released on 27-12-2023. Expiration date: 2028-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on 25 nov 2024 reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot. 2348679 lot 2348679: (B)(4) items manufactured and released on 09-04-2024. Expiration date: 2029-03-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 5 months from primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere, liner, metaphysis and diaphysis. The surgery was completed successfully.